Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after a sensing test (ddi 30 bpm) during a follow-up performed on (B)(6) 2017 (before undergoing a surgery procedure) the device didn't switch back into the programmed pacing mode (safer mode). According to the observations made by the physician the subject pacemaker stayed in ddi 30 bpm (as used during the sensing test). The following actions were made by the physician in order to try to solve the problem: - another sensing test; - lead impedance testing; - ending the session and reinterrogating the device; - threshold testing; - successful reprogramming to voo 80 bpm. In this setting (voo 80) the patient underwent surgery. - after the surgery the device could successfully be reprogrammed to safer mode.